Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system powered off when the cassette was latched into the system before the system was primed. The problem was resolved after re-booting the system. The surgery was started and completed with no impact to the pt.